Manufacturer narrative:
Additional information: a2 - age at time of event. A3a - sex. A6 - race. B5 - describe event or problem. D1 - brand name.

Event description:
Patient reported that was treated over the flanks and abdomen, with coolsculpting cooladvantage coolcurve, and experienced "hard to loose weight in those areas" 8 years after treatment. Later healthcare professional reported paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported that was treated over the flanks and abdomen, with an unknown applicator, and experienced "hard to loose weight in those areas" 8 years after treatment.